Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as small red dots on chest that do not itch. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed a cortisone ointment for the skin rash. Follow up indicated that the rash improved.